Event description:
It was reported that a pump malfunction occurred while the customer was out of the country and using a non-tandem adapter. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the customer with the process. The malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue returned.